Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the patients post-implant recovery, phrenic nerve stimulation was experienced. Fluoro and echo confirmed proper lead position with no tamponade. Initially, when the physician lowered the output, the stimulation stopped. The physician later decided that the lead should be repositioned. The patient was referred to another hospital where the lead was explanted and replaced. There were no further issues with phrenic nerve stimulation with the new lead.